Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant to be broken with the distal section not returned and the proximal section stretched to the point of breakage. The proximal section of the implant was still secured to the pusher. No evidence of activation using a detachment controller was found. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing excessive forces. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the implant coil detached from the delivery pusher without use of the controller. A stent was implanted to secure the coil to the vessel wall. There was no reported patient injury.